Event description:
During evaluation of the additional samples returned by the customer, baxter manufacturing plant identified that the minicap was damaged. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd893875 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated, but it was not confirmed for the reported issue. The sample was visually inspected and tested under pressure in the laboratory; however, the sample met all of the required specifications. Therefore, the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.